Manufacturer narrative:
Initial reporter city: (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). (E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At the hub of the device, within 1mm in length, the hypotube was separated. At 39.2cm from the separation there was a bend/kink in the hypotube. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded and had contrast. There was tip damage to the device. The device was soaked for a period of time to loosen up contrast and blood within the catheter. A stopcock was attached to the device, then attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue. Product analysis could not confirm reported burst as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 18 atmospheres for 10 seconds duration time, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.